Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus that was too large and blood glucose (bg) lowered to 39 mg/dl. Customer consumed carbohydrates to address bg.